Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, rupture and silicone migration. This is a known potential adverse event addressed in the product labeling.

Event description:
Regulatory agency reported on behalf of patient "pain has become chronic (contractures, inflammation, swelling, movement of prothesis toward the armpit, adherences with the skin of the left breast/left capsule/left armpit, rupture of the left implant with loss of a gram of silicone), stopped work five years ago, taking medication (costs, impact on liver and organs), infiltrations (serratus syndrome and myofascial pains), physiotherapy (time, costs), osteopathy (time, costs), follow-up appointment with the plastic surgery with the feeling of not being understood for common pains), anxiety attacks (sensation of suffocating with the protheses becoming painful), depression (psychotherapy, psychiatry, medication, drop in pressure, digestive troubles, loss of self-esteem, loss of libido, suicidal ideas, dead-end sensation), removal surgery (effects of anesthesia, medication, work stopping, pains, financial impact).¿ the status of the device is unknown. This is for the left side.